Event description:
A 75-year- old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed that the patient was admitted to the hospital due to a fever and infection of the surgical resection site. The physician assessed this event as serious and unrelated to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the placement of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef- 11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is september 07, 2020.